Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The reagent has been requested to be sent back to siemens for investigation. The cause of the event is unknown.

Event description:
The customer reported a false negative hcg result on the clinitek status+ and a positive serum beta hcg at the hospital lab. On the same day that the negative hcg results were reported, the patient was given an injection of depo birth control. The patient is pregnant.

Manufacturer narrative:
Siemens had requested that the reagent be sent back for investigation. Siemens was notified that the reagent has been disposed of and none will be returned. The cause of the event is unknown.